Manufacturer narrative:
The manufacturer is currently awaiting for further information about another removal attempt. Any additional information, if received, will be provided in a supplemental report.

Event description:
Senseonics was made aware of an incident where the health care provider (hcp) was unable to remove the sensor during the re-insertion procedure. The hcp indicated that the patient's skin was 'cavernous'. A magnet was used and the sensor was clearly located. The removal technique was correct and the hcp is an expert professional, but due to the hardness of the user's skin, removal was not possible. The incident happened on (B)(6) 2025.